Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 129mg/dl. Troubleshooting with tandem technical support indicated that the pump battery was depleting normally based on settings/usage. However, the customer maintained that there was an issue and requested a pump replacement. Customer reverted to manual injections.